Event description:
A caller reported a malfunction on the pump, identified by malfunction code 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support provided the caller with instructions to reset the pump, and they assisted in resetting it. After resetting, the malfunction did not recur, and the customer was advised they could continue using the pump and to contact support if any further issues occurred. The caller acknowledged and understood the instructions.